Event description:
It was reported the programmer rf (radio-frequency) head would not consistently identify a patient's device and was detecting noise. It did eventually work, so it was replaced between patients. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the cable was out of electrical specification.